Manufacturer narrative:
Additional product code: kra, dqe, dqo. Medwatch (B)(4) was received. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during insertion, a swan ganz catheter deflated slowly. Air escaped from the balloon. Catheter was then removed immediately. It is unknown if balloon was able to deflate completely during the case. Patient experienced minor harm. Further information is unknown.

Manufacturer narrative:
A product evaluation was completed on the returned catheter. The reported event of "swan ganz catheter deflated slowly" and "air escaped from the balloon" issues were unable to be confirmed. Balloon inflated clear, concentric and remained inflated for 5 minutes without leakage the balloon deflated within 2 sec. Without the syringe attached. Max. Deflation time from full capacity without a syringe attached is 4 sec. As stated in the IFU "passively deflate the balloon by removing the syringe and opening the gate valve." All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no defect was found, a product non-conformance or device failure could not be confirmed and no root cause could be determined. In addition, a device history record review was completed and the product passed without nonconformances. Current risk mitigations include: balloon inspection, balloon deflation time test, quality visual inspection, and leak and flow test.